Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed a fungal or yeast infection on her chest. The patient's physician prescribed talcum powder, which helped the infection. The medical outcome of the infection is unknown.